Manufacturer narrative:
On 05/13/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without gel. No foreign material was observed within the device. Gel was observed on the shell surface. During examination, product evaluation team observed an area of missing material measuring approximately 4 cm x 2 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel mentor memorygel breast implant 500cc, catalog number 3507500bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast revision augmentation procedure with gel mentor memorygel breast implant 500cc breast implants and experienced rupture on the left breast implant. The rupture was diagnosed during surgery. As a result, the patient had undergone explantation and replacement with gel mentor memorygel breast implant 550cc, catalog number 3505504bc, serial number (B)(4) on the left breast implant and gel mentor memorygel breast implant 550cc, catalog number 3505504bc, serial number (B)(4) on the right breast implant on (B)(6) 2018.

Manufacturer narrative:
On 03/01/2018, the mentor received the device history record of lot number 5571902 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is 12/01/2004 and expiration date is 12/31/2009. Manufacturer¿s reference number: (B)(4).